Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was judged to be a phenomenon due to a faulty patient board set. The design of the dr board was changed, and it was confirmed that the subject device was a product before the design change. The change history of parts was reviewed and it was found that the design of the dr board was changed on april 16, 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during inspection, the image could not be produced and it could not be obtained for 10 minutes, causing delays. There was no patient injury, associated with the problem, reported to olympus. This is report 1 of 2 due to multiple events reported.